Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s lightheadedness and dizzy sensation has spontaneously resolved in the last week and a half. The patient is still experiencing the pulsating sensation in their right upper arm right after stopping a recharging session. The patient recharges every night for about 45 minutes (getting 4-8 bars coupling) before going to bed, and feels sensation when they go to sleep, but it will be gone when they wake up. The sensation does not stop them from sleeping. It was reported that the patient had a stroke before they were implanted with the device which cause similar issues in their arm. It was reported that the patient was not able to get over 75% full on their ins, however with review of the charging process, coupling and using antenna locate they were able to get 10 or 15% more.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had an appointment with their healthcare professional (hcp) and the rep on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that during or right after recharging the patient feels lightheaded and dizzy and has numbness and tingling in their arm. It was reported that sometimes the sensation may be a few minutes or last a few hours. It was stated that the patient charges every day and ins has been charging appropriately, so the ins is generally not completely empty when they charge. It was noted that the patient¿s neighbor had a dog fence put in and the rep wondered if that could interfere. It was also noted that the patient had a new antenna. No patient falls were reported. It was noted that these issues started sometime between (B)(6) 2016. It was suggested that the patient keep a diary of charging to track how full ins is before charging, when sensation starts, how long it lasts, etc.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery was functionally ok with only insig nificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient still has the initially reported the issue, and that the patient was in the office today with their managing physician. It was stated that, upon interrogation of the device the patient felt a sensation in their right arm, with the right arm issue hard to describe, with it noted as being like right arm neuralgia or an indescribable pain. The patient did not have the issue when electrode/therapy impedances were checked, and the nurse palpated around the implantable neurostimulator (ins) with no pain or discomfort felt. The issue only occurs during charging and initial interrogation. Furthermore, the patient had a stroke in their left brain 10 years prior to date notified, with their tremor well controlled and no disruption in therapy. On (B)(6) the rep reported that the patient continues having the same issue, and are "going through hell" every day. Information regarding the event was sent to a manufacturer engineer, and it was reviewed that the charging signal could be coupling some energy on the lead, with the resultant current affecting the issue. It was also noted that the ins could also induce voltage/current on the lead, which was the cause of the out of regulation (orr) messages some patients/physicians would get when using a programmer, which could be the root cause of the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported they met with the patient on (B)(6) in the clinic to troubleshoot. The rep tried to reproduce the effect over an hour and a half, but were unable to. The patient stated if the feeling continues while recharging they would elect to replace the ins with a non-rechargeable device. The issue reportedly continued, and the patient had the device removed and replaced on (B)(6). No further complications are anticipated.